Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issused. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion, ext (extended) high ppeak (peak pressure), and safety valve open alarms while using the avea ventilator. The customer reported a continuous audible alarm was present. The customer reported calibrating the xdcr (transducer), but it did not resolve the issue. The issue occurred during pre-use setup. There is no report of patient involvement associated with the event.